Event description:
It was reported that the pump battery could not be charged without maneuvering the cable into the charging port. The customer's blood glucose level was 170 mg/dl. The customer reverted to an alternate method of insulin therapy.